Event description:
Difficult breath/ concentrate; I've been wearing masks in stores as mandated, but I have severe difficulty breathing and feel lightheaded and cannot think straight after a few minutes. If I wear the mask for more than a few minutes, the skin around my mouth gets red and hot. The following day I have a severe headache (and I never get headaches). When I exercise, my breathing capacity is diminished. I suspect it's because of the nano particles inhaled deep into my lungs. I don't think masks are healthy at all. FDA safety report ID # (B)(4).